Event description:
It was reported patient enrolled in a clinical study and underwent a right total knee arthroplasty on an unknown date. Subsequently, patient underwent a revision procedure on (B)(6) 2008 where spacer molds were implanted due to infection. On (B)(6) 2008, patient was reimplanted with a total knee system. Subsequently, patient underwent an irrigation and debridement on (B)(6) 2008 due to hematoma. Patient underwent manipulation of the right knee secondary to arthrofibrosis on (B)(6) 2008. Subsequently patient underwent a revision procedure on (B)(6) 2011 due to aseptic loosening and arthrofibrosis. Patient underwent manipulation of the right knee on (B)(6) 2012 due to ankylosis.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿ number 4 states, ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity.¿ this report is number 5 of 6 mdrs filed for the same event (reference 1825034-2014-05137 / 05142).